Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited far r wave over-sensing. Programming changes were made. There were no patient consequences reported.